Event description:
As reported by the user facility. We recently had an employee receive a needle stick from a contaminated needle. I am conducting an internal investigation trying to determine how this incident occurred. We were able to save the needle so I now get an idea on how the stick occurred. The tip of the needle is protruding from the sliding safety device slightly. During my investigation I have determined an error on the employee's behalf disposing the needle in the sharps container. The employee had the needle by the "shaft" near the hub and attempted to place the needle in the sharps container hub first with the needle tip pointed upwards. It is possible the glove the employee was wearing caught the safety device causing the tip of the needle to become exposed and sticking her thumb. Additional info provided by the facility indicated all protocol bloodwork testing performed has been negative. It is believed by the facility that when the employee incorrectly disposed of the needle hub end first and holding the shaft of the needle, the needle got stuck in the lid of the container, dislodging the clip. The nurse pulled her hand back when the needle got stuck in the lid and received a needlestick. However, they cannot be sure that the clip initially covered the needle before it was incorrectly disposed of.

Manufacturer narrative:
The actual device in the incident has not yet been made available to the MFR to be evaluated and a lot number remains unknown. Without the actual sample or a lot number a thorough eval could not be performed. The facility has reported that the employee improperly disposed of the needle into the sharps container, possibly causing the clip to deactivate. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. If the sample is made available to the MFR to be evaluated as indicated and reveals any pertinent info, this report will be re-opened for investigation. All available info has been provided to the actual MFR.